Manufacturer narrative:
No code available for withdrawal. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 45 minutes after a line change for an infusion of fentanyl 0.75mcg/kg/hr, the medication was leaking at a crack at the filter site. The patient was showing symptoms of withdrawal; therefore prn morphine was given and the fentanyl drip was increased. There was no report of lasting harm.

Event description:
The customer reported that 45 minutes after a line change for an infusion of fentanyl 0.75mcg/kg/hr, the medication was leaking at a crack at the filter site. The patient was showing symptoms of withdrawal; therefore prn morphine was given and the fentanyl drip was increased. There was no report of lasting harm.